Event description:
The patient was seen for complaints of pain at the lead site and increased seizures. High lead impedance was seen upon interrogation and his settings were decreased to help with pain. Surgery occurred and it was found that a sheath was sutured around the patient's two existing leads. Because of this the surgeon was unable to place a new lead on the nerve. A new generator and lead were implanted but the lead was not yet connected to the nerve. It is assumed that part of the old lead was cut and that the explanted product was discarded per hospital policy. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
The patient's lead was replaced. No further relevant information has been received to date.